Event description:
Event description guidant received information that while the implantable cardioverter defibrillator (ICD) was pacing the patient, it oversensed atrial fibrillation on the ventricular lead resulting in pacing pauses and inappropriate shocks.